Manufacturer narrative:
The cause of the discordant, falsely elevated ee2 result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated enhanced estradiol (ee2) result was obtained on one patient sample on an advia centaur xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower both times and matching the clinical picture of the patient. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ee2 result.

Manufacturer narrative:
The initial MDR 2432235-2016-00690 was filed on (B)(6) 2016. Additional information on (B)(6) 2016 a siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse checked and adjusted the sample, reagent and ancillary reagent probes. The cse also checked the functioning of acid and base dispenses and aspirate probes. The cse ran dark counts and quality controls, which were acceptable. The cause of the discordant, falsely elevated estradiol result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.